Event description:
It was reported that during the procedure, after the subject stent was positioned, it was observed that the stent appeared to be dislodged. The physician then implanted another stent to complete the procedure. The patient condition was stable following procedure. No further information is available.